Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (caused damage) was due to procedural circumstances. The cause of the reported unable to grasp leaflets was unable to be determined. The reported difficult imaging was due to pre-existing patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 5, a flail, and a restricted septal leaflet. It was noted that imaging was difficult. An xt clip was successfully implanted. To further reduce tr, an xtw clip was inserted and grasping was performed. While grasping, it came into contact with the xt clip, causing the clip to detach from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). Due to difficulties grasping the leaflets, the clip was removed and the procedure was discontinued. Tr remained at a grade of 5. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 20august2025, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 5, a flail, and a restricted septal leaflet. It was noted that imaging was difficult. An xt clip was successfully implanted. To further reduce tr, an xtw clip was inserted and grasping was performed. While grasping, it came into contact with the xt clip, causing the clip to detach from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). Due to difficulties grasping the leaflets, the clip was removed and the procedure was discontinued. Tr remained at a grade of 5. There were no adverse patient effects and no clinically significant delay in the procedure.